Event description:
It was reported that within two days of implant, the atrial lead was noted via x-ray to be dislodged into the right ventricle. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 6935m62 lead implanted: (B)(6) 2014; 429688 lead, implanted: (B)(6) 2014. (B)(4).